Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A fluid inlet occlusion alarm occurred during a routine hemodialysis treatment, when the dialysate delivery system ran out of dialysate. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide following an unrecoverable alarm. The lack of dialysate is attributed to a recent change in the patient's dialysate volume prescription which was not accounted for by the operator. The operator started the treatment without sufficient dialysate to complete the prescription. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified. Nxstage medical considers this report closed. No additional information will be provided.